Event description:
Patient's spouse reported surgery to remove the implant due to an "increased risk of malignant lymphomas". Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Photo analysis: visual analysis of the photographs identified: anxiety-product-procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures creases, deformation, wear abrasion and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient's family member reported surgery to remove the implant due to an "increased risk of malignant lymphomas". Ultrasound showed no problems. Physician later on confirms capsular contracture baker grade IV during physical examination. The device has been explanted with a capsulectomy. The capsule was sent for pathological testing which found absence of malignant structures. This relates to the left device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient's spouse reported surgery to remove the implant due to an "increased risk of malignant lymphomas". Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.